Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use an in.pact pacific drug-eluting pta balloon for the treatment of the superficial femoral artery (sfa). Lesion morphology is unknown. The device was reportedly inspected before use. The balloon was inflated using a syringe. The device did not pass through a previously deployed stent. No resistance was encountered, and no excessive force was used. It was reported that a balloon twist occurred. A rewrap tool was not used. No patient injury was reported. Another in.pact pacific was used to complete the procedure. Please note that in.pact pacific is not marketed in the united states; however, it is similar to the united states marketed device, in.pact admiral. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Evaluation summary a visual and a tactile inspection was carried out on the returned device: dry blood was found on the device and dry radiopaque solution was found inside the inflation circuit. A twist has been found on the balloon at 57 mm from the tip. No further issues were detected. The device was flushed and a 0.018¿ guide wire was successfully advanced through the device. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the purging test passed, since no bubbles emerged in the water column. Afterwards, the balloon was inflated at: - 2 bars: visible signs of twist persisted on the balloon - 4, 7, 14 bars: the signs of twist on the balloon were no longer visible (no change in profile, no wrinkles) - after the inflation test, the balloon was successfully deflated. A twist on the guidewire lumen was detected in correspondence of the twisted point previously detected on the balloon. If information is provided in the future, a supplemental report will be issued.